Event description:
Dr. (B)(6) performed the tif transoral incisionless fundoplication procedure using the esophyx device. The device esophyx got lodged in my esophagus causing a large hole and tear. The retractors would not retract back in and it tore my esophagus. That caused me to have a metal stent wrapped around my esophagus for a painful 6 weeks. I had reactions to many medications which caused nausea and no appetite. I lost all my muscle mass and could not walk. I was bed ridden for 5 straight months learning to walk again. I went into a depression for the first time in my life. I lost 15 pounds. My diet has changed. I am left with esophageal spasms that constantly never stop. I have weak vocal cords and my voice has changed. I have liquid going down the wrong windpipe causing coughing. I have narrowing of the esophagus that the doctor says he can open as frequently as needed by performing an esophageal scope going into esophagus. That requires anesthesia which is risky. I have discomfort and pain in esophagus daily all day and sleep straight up for over a year. That has led to chronic back pain and disc issues. I had 2 gastroparesis attacks that one was hospitalized. Constipation as well at times. I am worse off than before the surgery to repair a small hiatal hernia. I still now have to take the nexium which my doctor believes after 12 years has caused me to be diagnosed with osteopenia. I had taken a medication in the nitro family that side effects are copd. I now have been diagnosed with copd and have breathing problems and extreme fatigue. I lost my medical billing company of 12 years due to lack of being able to work.